Manufacturer narrative:
Patient info height - 150 cm. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal was introduced over the wire into the vessel. It was not possible to place the anchor and system was removed completely. It was reported that hemostasis was achieved by manual compression and femostop. It was reported there was no harm to the patient and the patient was recovering. Additional information was received on 12/18/1207: the following information was provided by the user facility: when investing the angioseal initially unproblematic introduction, placement without findings. The actual angioseal then snaps in audibly, at least it cannot be withdrawn. The entire system is then properly pulled, initially the "fibrin plaque" remains in the vessel. When pushing the compression tube the "fibrin plaque" comes out as a ball out of the injection site. Manual compression and compression bandage. Additional information was received on 12/22/2017: it was reported that when assembling the sheath and the carrier system to release the anchor, there was no audible click, but the physician was still trying to place the angioseal further. In addition, in the preparation of the vcd system, the carrier system was placed on the sterile workbench where, due to nacl and blood, premature swelling of the collagen in the carrier system cannot be ruled out. Later, the anchor could not be released and the entire vcd system was completely pulled when retracted. It was reported that there was a thrombin injection. The blood loss higher than 250ml, followed by a large aneurysm spurium with administration of two erythrocyte concentrates, as a decrease in hemoglobin occurred. No other devices used along with angio-seal. The patient hospitalization stay was extended to 3 weeks; patient was released a few days ago.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.